Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Although requested, customer did not provide additional information in regards to the alarm.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusions were verified in the pump logs, however no failure was identified; a different issue was identified.